Event description:
Per the audiologist, the patient experienced poor performance with device use and a subsequent reduction in clinical benefit. Troubleshooting attempts were made; however, this did not resolve the issue. The patient is being clinically managed by the health care provider.